Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head is falling off. It came off in my mouth / not staying on metal shaft - oral-b [device breakage]. [Brush head] loose for a couple of months - oral-b [device connection issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush head was falling off and was not staying on the metal shaft. The oral-b toothbrush head had been loose for a couple of months and came off in his mouth. No injury was reported.